Event description:
It was reported that the device coils were charred. The issue was discovered during visual inspection. There was no report of patient invovlement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. The initial customer report indicated thermal damage. During visual inspection, the complaint was confirmed. The battery compartment was replaced. All tests exceeded specifications. In addition, during the performance verification tests (pvt) , the ac connector was found to be malfunctioning, so it was replaced with a new one. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.